Manufacturer narrative:
The device was returned for analysis. Visual inspection showed dried body fluid on the shaft. There was a gouge in the distal end shaft with a piece of the shaft material lifted and attached on one side. The lifted shaft material was securely attached. The gouge was located approximately 7mm from the distal tip which was between ring 1 and ring2. The electrode footprints were aligned on the outside curve as expected, however e9 and e10 are marginally within the limits. Inspection showed that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The catheter connector mated to the test cable with no issues. An electrical test was performed on all electrodes using a multimeter with the following results: electrode 5 and electrode 6 were shorted together. No opens were present. X-rays showed that the flat wire is not in contact with the distal electrode. The distal end was dissected at the proximal end of the flat wire. Both the e5 and e6 signal wires have damage that was consistent with rubbing against the edge of the flat wire. The flat wire insulation was missing in the same locations as the wire damages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 13sep2019. During an ablation procedure with a dynamic xt, the carto was making a lot of noise. The catheter was replaced and the replacement was used successfully. No patient complications occurred. However, device analysis revealed a gouge in the distal end shaft with a piece of shaft material lifted but securely attached to the device.